Manufacturer narrative:
H3: product analysis of the device found that visually, the product was received in a plastic bag. The plastic bag contained a small dark foreign object. The pouch was open from 3 of 4 sides of the pouch and the taped with a surgical tape. There was no damage in the construction of the handle or the probe. There were traces of contamination on the handle. 12to 15 inches from the distal end of the cable was a piece of surgical tape wrapped around the cable. A piece of tape was removed and found nothing wrong on that spot. The continuity check was performed and electrically, the resistance of the entire assembly shall be less than 0.3 ohms and measured 0.3 ohms (within specification). Functionally, the probe fitted securely into the handle. The device was connected to nim system and was stimulated at 1ma current and 100 ¿v threshold and constantly returned 1.0 ma and a waveform over 200 ¿v. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroidectomy surgery when the doctor used the probe to detect the nerve, he found that the stim returned show 0ma. The doctor tried to reconnect the probe but useless. Finally, the doctor changed a new probe and the new probe could function normally. There was no patient impact.